Event description:
It was reported that approximately 20 months post implant of a bifurcated device, suprarenal aortic extension and an infrarenal aortic extension, the patient developed an endoleak. The physician will perform an intervention at a later date. The patient was reported to be stable.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the clinical evaluation, the type ib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the investigation, a root cause was not definitely identified but the following were possible contributing factors: the bilateral iliac artery diameters of greater than 2.3 cm; a tortuous aortic blood lumen (~100° infrarenal angle); the near 90° posterior angulation of both the iliac arteries; and, patent inferior mesenteric and lumbar arteries; and the use of antiplatelet therapy due to the persistent patency of the inferior mesenteric and lumbar arteries. The device remains in the patient and was not evaluated.